Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device was evaluated by a resmed distributor in the united states. The quality medical biomed evaluation determined that the device stopping ventilation was due to a calibration fault. The device was recalibrated, serviced, and returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating during therapy. The patient was manually ventilated and placed on a back-up device by a respiratory therapist. There was no patient injury reported as a result of this incident.